Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with complaint of shocking sensation every time they sat up. The physician noted it was not a high voltage shock. The patient stated that after implant they had coughing due to the device and reprogramming was done to eliminate the coughing. Follow up yielded no information. The device remains in use. No further patient complications have been reported as a result of this event.